Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned drill bit was confirmed to be fractured and showed signs of repeated use. Fracture analysis was performed and noted that the distal end identified cracks propagating from the cutting edges, which suggested that the drill came in contact with hard objects during rotation. The fractured surface had fracture artifacts consistent with a torsional-bending overload fracture that may have initiated along the edge. The device history records were reviewed and no discrepancies were identified. Per the instrument use, care and sterilization insert, end of life is normally determined by wear and damage due to use. The insert also instructs to check instruments with long slender features, particularly rotating instruments, for distortion and indirectly informs that drills may break during use. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure drill broke and all pieces were removed from the patient. It is suspected that the drill was torqued against a cut block by accident and it snapped.